Manufacturer narrative:
(B)(4. Additional suspect medical device components involved in the event: model#: sc-4316 serial/lot#: (b)(4 description: next generation anchor kit-sterile model#: sc-8336-70 serial/lot#: (b)(4 description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the implant site. The patient underwent an explant procedure. No device malfunction suspected.